Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that two days post implant this lead exhibited increased threshold and impedance measurements due to lead dislodgement. The lead was explanted. Besides additional intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not reveal any abnormalities or identify any lead characteristics that would have resulted in the clinical observations.